Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The report indicated that after an atrial fibrillation (afib) - paroxysmal ablation procedure, the patient experienced facial droop, and the patient underwent an evaluation for stroke in the emergency room. It was reported that after an afib case, the hospital staff noticed the patient began to develop a facial droop. The patient was sent to the emergency room where they were evaluated for a stroke. An echo was performed on the patient to confirm the injury, but further evaluation was needed. They were unaware of any medical intervention provided. The facial droop on the patient was reported to have improved but the patient¿s status was unknown at the time of reporting. The reporter stated they had not yet spoken to the physician about the adverse event and did not know what may have caused the injury. The farapulse¿ system was used for pulsed field ablation (pfa) during the procedure. The pfa was completed using the farawave¿ catheter, a versacross¿ wire and a faradrive¿ sheath. The ngen system was used for radiofrequency (rf) on the flutter line. The ablation was completed using a thermocool smarttouch sf catheter df curve. Additional information was received which indicated that a computed tomography (CT) and echo imaging were done. It was also noted that the kind of neurological impairment is unknown. One transseptal puncture site was performed during the procedure. No evidence of char or blood thrombus/clot during the procedure. Correct catheter settings were selected on the generator, and no issues with flow rate change at the start of ablation. Follow up is being conducted to obtain confirmation that a stroke was verified for the patient. Also, a follow up is being performed to verify if the patient had any residual effects or if the facial droop resolved.